Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of change sensor alarm and sensor anomaly. The customer's blood glucose reading was unknown. The customer had issues with calibration error and change sensor alarm with two sensors. The customer mentioned that she tried to insert the sensor and the needle broke off. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test. The sensor failed per specifications.